Event description:
It was reported when using the bd preset¿ syringe with attached needle, the user identified difficulty moving the plunger. This event occurred once. The following information was provided by the initial reporter. The customer stated: on (B)(6) 2022, when the patient was admitted for blood drawing test, it was found that the needle tube of the arterial blood collector could not twitch. The arterial blood collector was immediately discontinued, and a new arterial blood collector was replaced for blood drawing operation, and adverse events of medical devices were reported to the department of pharmaceutical and mechanical medicine.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing, each drawn with water, and no issues were observed relating to unable to pull plunger as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode unable to pull plunger. Bd was not able to identify a root cause for the indicated failure mode.